Event description:
Stryker was performing preventative maintenance on a customer's device and observed that the device would not power on. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker determined that the cause of the reported issue was due to a failure of the device's power pcb assembly. The device was returned to the customer unrepaired as the customer will be trading the device in for a replacement.